Event description:
On (B)(6) 2014, received an article entitled, "breast implant-associated alcl: report of 2 cases and review of the literature." Aesthetic surgery journal 06/17/2014. Within the article it notes a case of a (B)(6) pt who presented with an acute enlargement of right breast swelling. Sixteen years earlier, the pt had a bilateral augmentation surgery; 425cc textured round implants were placed subglandularly. The MFR of the implants was not known. The pt did not undergo any additional breast surgery before presenting to the office. Clinical exam showed swelling of the right breast but no masses. U/s showed a fluid collection around the right implant that was intact. MRI confirmed the presence of fluid and did not reveal any masses. U/s guided aspiration showed cd30+, alk-alcl. The cells were also positive for cd45, cd5, cd4 but failed to express cd34, cd20, cd68 or cd10. The pt underwent bilaterally capsulectomies and implant removal without replacement on (B)(6) 2012. There was no silicone found in the capsule. The pt was sent to oncology. The pt did not receive any additional treatment and has been disease free since her 15 month follow-up. The pt continues to have pain in the affected breast. This represents case 2.

Manufacturer narrative:
Medwatch sent to the FDA on 09/14/2016. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
On 25jun2014 received an article entitled, 'breast implant-associated alcl: report of 2 cases and review of the literature.' Aesthetic surgery journal 17jun2014 . Within the article it notes a case of a (B)(6) patient who presented with an acute enlargement of right breast swelling. Sixteen years earlier, the patient had a bilateral augmentation surgery; 425cc textured round implants were placed subglandularly. The manufacturer of the implants was not known. The patient did not undergo any additional breast surgery before presenting to the office. Clinical exam showed swelling of the right breast but no masses. U/s showed a fluid collection around the right implant that was intact. MRI confirmed the presence of fluid and did not reveal any masses. U/s guided aspiration showed cd30+, alk-alcl. The cells were also positive for cd45, cd5, cd4 but failed to express cd34, cd20, cd68 or cd10. The patient underwent bilaterally capsulectomies and implant removal without replacement on (B)(6) 2012. There was no silicone found in the capsule. The patient was sent to oncology. The patient did not receive any additional treatment and has been disease free since 15 month follow up. The patient continues to have pain in the affected breast. This represents case 2.

Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications). Swelling = 7.1%. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, ..." Infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation... Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.